Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Technical services (ts) called caller back as they stated in the original call that leads appear to be cut. Upon call back, caller reported there are two very short leads coming out of the patient's ins that appear to be cut and lead toward the sacrum. Ts advised caller to refer back to the patient's physician in order to confirm what is implanted. It was unclear to the caller if these leads were spinal cord stimulator leads or not. Caller did not know when this occurred or who the patient's managing physician is. Caller states imaging shows two leads in the sacral area. Ts advised caller to refer to the patient's physician to confirm what is implanted.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2016 explanted: product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-sep-2019, UDI#: (B)(4). ; product ID: 977a260, serial/lot #: (B)(6) , ubd: 06-mar-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.